Event description:
It was reported that a minimum fill notification occurred after the user filled the cartridge with 120 units of insulin during the load sequence. Reportedly, the customer is using cold insulin and is not performing the air removal steps. Customer continued to use the cartridge. There was no reported adverse impact to the customer¿s blood glucose level.